Manufacturer narrative:
Testing and investigation found the device did not sound an audible alarm tone during an alarm condition. This was due to the audio buzzer. The no audible alarm tone that is being reported was noted during verification testing; therefore, user facility event codes are not applicable in this case.

Event description:
During verification testing at the service center, the device did not sound an audible alarm tone during an alarm condition.